Event description:
The pt ws admitted with a history of insertion of an ivc filter in (B)(6) in 2009 after being assaulted and suffering in traumatic brain injury. He was referred for surgery due to dislodgement of the ivc filter with migration of broken struts, one to the right ventricular wall and one in a branch of the left upper lobe pulmonary artery. The remaining filter struts had penetrated the duodenum and aorta. The pt underwent surgery for removal and repair on (B)(6) 2014.